Event description:
This 44-yr-old female had augmentation mammoplasty with retroglandular silicone implants done 19 yrs ago at another reporting facility. Thus, the MFR of the implants is unknown to this reporting facility. In recent yrs this pt has developed signs and symptoms of scleroderma. Removal of the implants is recommended by medical advice. Gross exam: both implants were found to be ruptured silastic shell silicone gel implants with dacron patched on both sides.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.